Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Revision of knee component due to patella crepatis. The patella was resurfaced and the liner was changed. The liner showed signs of wear with delamination. Surgeon was adamant the knee is clinically stable.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of not resurfacing the patella at the time of the initial surgery. The wear and delamination of the tibial insert was likely the result of a combination of axial rotation mismatch of the femoral component relative to the insert, leading to uneven articulation, the patient's high bmi, and third-body wear.

Event description:
Revision of knee component due to patella crepatis. The patella was resurfaced and the liner was changed. The liner showed signs of wear with delamination. Surgeon was adamant the knee is clinically stable.